Event description:
Noise was observed on the atrial and ventricular channels. The patient did not received hv therapies as the hv therapies were all aborted. Possible lead abrasion was discussed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.